Event description:
Boston scientific received information that during a routine check, it was found that the left ventricular (lv) lead had dislodged. A lead revision to reposition the lead was attempted however, was unsuccessful. The lead was unable to be placed in a stable location because of patient anatomy. Other leads were also attempted at that time with the same result. Subsequently, during the procedure the lv seal plug of the device had reportedly "popped" out of position with visible blood in the lead port. The device and lv lead were both explanted. A new device was implanted and the lv port was plugged with the plan to refer the patient for a epicardial lead placement at a future date. Both the device and lead were explanted and returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the df4 port of the right ventricular (rv) lead tip seal plug was missing and that there was blood/body fluid contamination around the setscrew. There is medical adhesive (ma) residue around the seal plug area indicating that the seal plug was there and that it was missing likely due to induced damage. The device passed all testing throughout analysis with no other anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The initial report stated that the lv seal plug is missing but in is actually the rv seal plug that was missing; which is in the position of the lv seal plug on other header configurations.